Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh pulled away from the hernia. The omentum was released from the old mesh, the mesh was dissected away from the anterior wall and both were removed in one piece. It was reported that the patient experienced severe pain, adhesions, inflammation, loss of appetite, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/3/2021.

Manufacturer narrative:
Date sent to the FDA: 3/15/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.